Event description:
Patient reported experiencing an unexpected low blood glucose episode (B)(6) days ago. Patient stated he administered several boluses and had an insulin depot under his skin. Patient reported that during the night, his body absorbed the insulin depot. Patient reported his wife called the ambulance and emergency doctor. Patient stated the doctor injected him with glucagon and an infusion of glucose. Patient reported that he thinks the soft needle of the infusion set is too short. Patient stated the infusion device works correctly and declines to return it. Patient discarded the alleged infusion set.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Infusion set was discarded by patient.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result infset: no sample was received for examination. The reference samples were visually inspected and tested for flow, leak and needle. All test results were within specifications. Also the length of the needle and cannula were measured and were found within specifications. Sterilization batch for lot # 225489 was verified and found it within specifications. Pump: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. The production data shows no deviations of the specifications. The problem mentioned by the customer could not be reproduced.